Event description:
It was reported that the patient died a couple of weeks prior. No further details were known at the time of report. Attempts to obtain additional information are underway, but no additional information has been received to date.

Manufacturer narrative:
Outcomes attributed to adverse event; corrected data: additional information indicates that the patient¿s death occurred on (B)(6) 2013. Date of event; corrected data: additional information indicates that the patient¿s death occurred on (B)(6) 2013.

Event description:
Additional information was received stating that the vns patient passed away in his hospital bed on (B)(6) 2013 due to small bowel obstruction and septic shock. The patient¿s death was not related to vns. An autopsy was not performed.